Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams monarc sling to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered multiple infections, erosion of the mesh, pain, bleeding, damage to nearby organs, and internal and external scarring." The plaintiff's attorney also alleged that the plaintiff experienced "mental and physical pain and suffering of multiple surgeries," sustained permanent injuries and disability.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.